Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the surgeon was trialing range of motion and when he was finished, he attempted to remove the poly trial. Due to continuous use and wear, the poly trial broke.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual examination of the device showed repeated use and was fractured into two pieces. Device history record (DHR) was reviewed and no discrepancies were found. The root cause was determined to be repeated use of the instruments for an approximate 10 year field life. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.